Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Implantation date: 2007. Explantation date: four days later. A patient with an adult hydrocephalus received an hakim valve. A cranially control CT as well as an abdomen overview were inconspicuous, after the event happened they recognized two little air bubbles. The status of the patient got worse two days later, so they made a second CT. This showed a massive pneumatocephalus with air in the side ventricle and later also in the temporal horns. On the same day, at unchanged CT the surgeon explanted the valve. There was no obvious explantation for the development of this condition.